Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tibial nail was measured on two occasions: first by the resident and then by the institutional doctor, using calibrated rule and syream milling guide, diameter 2.5 mm and length 9.50 mm, reference 352.032. For a total length of 370 mm it was determined to use a nail of 360 mm. After implantation it was verified that the nail protruded 3 cm. Given this, it was decided to use a 330 mm nail. The surgeon claims that the guide was uncalibrated, so the system was checked on the surgical table. We proceeded to change the nail for one of 330 mm.